Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sharps container. The customer states that a needle poked through the container, and caused a needle stick to a person.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.